Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged force sensing resistors. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A visual inspection and functional testing were performed. During functional testing it was identified that the force sensing resistors (fsrs) were out of specification. The cause of the defective fsrs could not be determined. The fsrs were replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.